Event description:
This female pt with a history of previous mi, previous pci with placement of 3.0 x 13mm velocity stent in the distal lcx (9/2001), hypertension, high cholesterol, and smoking, was admitted to the hosp for coronary intervention. The details of the initial procedure are not available. Elective angiography revealed a 70% in-stent restenosis of the 3.0 x 13mm bx velocity stent (reported under MFR. Report # 9610978-2006-00216). This lesion was concentric and tubular but it was not calcified or tortuous. The diameter of the vessel was 2.57mm and the lesion length was 10.29mm. Aha/acc classification of the vessel was pre-dilated with a 2.5 x 20mm balloon inflated to 10atm. A 3.0 x 18mm cypher stent was deployed to 14atm for 16-30 secs inside of the restenosed bx velocity stent. Then, a 2.5 x 18m cypher was deployed to 14atm for 14-30secs at the proximal end of the initially implanted cypher, overlapping the proximal edge. Post-dilation was not contributed. Timi flow before and after the procedure was 3. The residual % of stenosis was reported as 19% per ivus. During the same procedure a 60% stenosis was noted in the mid-lad. The lesion was predilated with a 2.5 x 18mm balloon inflated to 12atm. A 3.0 x 23mm cypher stent was deployed to 14atm for 16-30secs. Post-dilation was not conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was reported as 7% per ivus. The pt was discharged home on aspirin, ticlid, and wafarin potassium. Approx nine months later, a follow-up angiogram conducted and an 83% focal in-stent restenosis was observed at the overlapping area of the implanted cypher stents within the distal lcx. The pt was asymptomatic. The pt returned aprox one month later for treatment. An additional 3.0 x 18mm cypher stent was deployed within the overlapping area of the cypher stent in the distal lcx. The procedure details were unk. The pt was discharged in stable condition. This product is not distributed in the us; however, it is similar to use product. Please reference MFR report 9616099-2006-00665.